Manufacturer narrative:
This event was reviewed by the st. Jude medical erosion board and confirmed that no erosion occurred.

Event description:
A 20mm amplatzer septal occluder (aso) and a 10f amplatzer torqvue 45 delivery system (dtv45) were selected for used but the aso deployed cobra-shaped in the patient. The physician paused to see if the aso would go back to its normal shape but the deformation persisted. Another 20mm aso was deployed multiple times in the patient's heart with the same dtv45. Sheath position and device configuration could not be obtained. The patient became hypotensive and a transthoracic echocardiogram diagnosed cardiac tamponade. Pericardiocentesis was performed followed by surgical intervention where the perforation was repaired and the atrial septal defect was closed with a patch. The patient was recovering well after the procedure. The physician believes that the perforation was caused by the repeated attempts to deploy the second aso but was not sure if it was the aso or delivery system that was the cause. MDR 2135147-2014-00049 for the aso device.

Manufacturer narrative:
The results of this investigation are inconclusive because the product was not returned for analysis. The review of the device history record was not possible since the lot number was not provided. However, each delivery system is inspected by certified operators to ensure each lot is acceptable during manufacturing and prior to shipment. The cause for the reported event remains unknown.